Event description:
A report was received that the patient had a pain at the pocket site. Ipg had migrated to the midline. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30/sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-2316-50/sc-2316-50, serial #: (B)(4), description #: infinion 1x16 perc lead kit-50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.